Event description:
It was reported through the research article "extrinsic outflow graft flow obstruction in patients with heartmate3 lvad¿ that one patient was admitted in (B)(6) 2020 for severe heart failure, pulmonary edema, and low cardiac output. The patient's heart failure was refractory to medical therapy and examination revealed the presence of severe aortic regurgitation and a 60% outflow graft (ofg) obstruction with a length of 70mm. The patient underwent a successful transcatheter aortic valve implantation (tavi). Despite full hemodynamic support, a successful tavi, mechanical ventilation, intravenous diuretics and a high dose of inotropes, the patient was still unstable. The patient was brought to the operating room for an endovascular ofg stenting; multiple stents were placed in the proximal tract. Low flow alarms persisted leading to an intraoperative angiography and intravascular ultrasound (ivus) which revealed a new onset of a distal ofg obstruction, likely due to the migration of material during stenting. The issue resolved, and the patient recovered from heart failure symptoms. The patient was weaned from inotropes and ventilation, and was discharged 10 days later. Related MFR #: 2916596-2023-01536.

Manufacturer narrative:
Article title: extrinsic outflow graft flow obstruction in patients with heartmate3 lvad silvia ajello, et al. Artificial organs. 2022 jun 11; 00:1¿5. Doi: 10.1111/aor.14450 department of anesthesia and intensive care, irccs san raffaele scientific institute, milan, italy no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the lvad devices and the reported events could not be conclusively determined through this evaluation. The device history records could not be reviewed as the hm 3 device serial numbers as well as other specific case/patient information, are not available. The hm 3 lvas instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.